Manufacturer narrative:
This is a final report. An investigation was conducted on the returned power supply. The returned part was connected to the power supply tester for failure verification. When switched on, all 4 ports (1 x 12v & 3 x 24v) had no leds lit up and the internal cooling fan was not running. There was no 12v and 24v power output when measured using a multimeter. The power supply was found to be faulty. An examination by the supplier revealed a crack line on component (B)(4). The cause can be traced to a weakness in the manufacturing process controls. Corrective actions have already been implemented at the supplier, the assembly process and the layout of the power supply was enhanced. These activities are covered under CAPA-lis-md-22-001-re (improvement project). The defective power supply was replaced by a new one.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from spain stating that a provido had a loss of function during a surgical procedure. There was no patient injury.